Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 5/31/2024, a sales representative reported via (B)(4) that an ar-7720-2.0 humeral drill (from a loaner set rar-7700s-in, (B)(6)) broke off in the humeral epicondyle. The broken piece was visible and easily retrieved with no case delay. It was stated that the drill was oscillated which could have contributed to breakage of the drill bit. The case was continued utilizing the 3.5 mm drill bit, and it was completed with no issues. This was discovered during an elbow ucl reconstruction procedure on (B)(6) 2024, with no reported patient harm.

Manufacturer narrative:
Complaint allegation is confirmed. One unpackaged, ar-7720-2.0, humeral drill, was received for investigation. Visual inspection found that the flute broke off at the proximal thread. Some circumferential grinding marks can be observed along the shaft. Laser etchings appear discolored as well. Functional testing could not be performed due to the damage of the device. The most likely cause for the reported failure can be attributed to use error of the device due to prying/leveraging the device during use. Per dfu-0023-eo; revision 4: 6. Flexion of the joint with the instrument in position in the joint may result in bending or breakage of the instrument. 7. Do not overstress the device or use device to pry tissue.